Event description:
After approx 12 hrs of intra-aortic balloon therapy, a balloon leak was detected via blood in the tubing. The intra-aortic balloon was removed and not replaced. No pt injury occurred as a result of this event. No further details are available.